Manufacturer narrative:
The impella device investigation evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. As noted in the impella IFU: pump stop: impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella rp with smartassist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist & impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella 5.5 with smartassist for use during cardiogenic shock & impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella; rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, it was reported that the pump stopped after ingesting a clot. The physician decided to explant the device and replace it with another impella cp. It was reported that the patient survived the procedure.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No issues pertaining to this failure mode were found during device history record review. The data logs were returned and confirmed that the pump was unable to start and alarm 119 was triggered. The product was returned and no biomaterial or abnormalities were found. The pump was run in a basin without purge and ran at a higher than expected motor current and flow rate, causing a high motor current pump stop. The pump run again with purge for 18 hours and operated within specification. The red handle was opened and no abnormalities were found. Electrical testing was done and all resistances were within specification. The pump was run in a water both at body temp and the failure mode was not reproduced. The catheter was torqued and manipulated while the pump was running and the failure was not reproduced. The alarm 119 pump stop was unable to be reproduced in the lab. The root cause of the pump stop was most likely an intermittent open line on one of the motor phases as the alarm 119 accompanied by the motor current spike to approximately 500ma indicates. This report is being filed as part of a retrospective review of historical records.